Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent thrombosis, myocardial infarction <(>&<)> death). (Root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review (none) ¿ device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent thrombosis, myocardial infarction <(>&<)> death). (Root cause could not be determined). (B)(4).

Event description:
Previously reported non-medtronic stent was implanted overlapping the resolute integrity stent during index procedure. Previously reported stent thrombosis was confirmed at lad.

Event description:
Patient had one resolute integrity drug-eluting stent (2.50mm x 30mm) was implanted at a calcified lesion in the lad with 90% stenosis. Another non-mdt stent was also implanted at the lad. Approximately 3 days later, the patient suffered stent thrombosis at site of the non-mdt stent, patient suffered cardiac arrest and tvr was carried out using a non-mdt stent at the site of the previously implanted non-mdt stent, patient expired the next day due to ami. Physician indicated that the resolute stent is not related to the event.